Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. (B)(6). A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The unit was returned to service.

Event description:
The hospital reported that, during a case, the unit had a system malfunction. Ventilation of the patient was maintained by an ambu bag. There was no reported patient injury.